Event description:
It was reported that there were high impedances and a patient never had therapeutic effect. The reporter stated that the implantable neurostimulator was connected to four leads and the physician ¿couldn¿t interpret the therapeutic effect due to stimulation.¿ it was unclear what this referred to. It was reported that there was no stimulation or therapeutic effect. It was noted that the patient suffered no injury or adverse event.

Manufacturer narrative:
Product ID 3387, product type lead product ID 37085, product type extension, product ID 3387, product type lead product ID 3387, product type lead product ID 37085, product type extension product ID 3387, product type lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that no troubleshooting had been done and the physician was waiting for feedback. It was noted that the physician did not see any good therapy outcome, but there were no complications.